Event description:
It was reported that a zip fix application instrument is not functioning. It is unknown if the reported issue occurred during a surgical procedure involving a patient. This is report 1 of 1 (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information was not provided by reporter. Patient and surgical involvement are unknown. Device is an instrument and is not implanted/explanted. A review of the device history records was performed for the subject device. The review revealed there were no anomalies or non-conformances generated during product of the subject device lot. The review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: event date: unknown. A manufacturing evaluation was completed: no visible damage to received device. The review of the manufacturing documents has shown that there were no issues during the manufacturing process, which did contribute to the complained malfunction. The device did pass the 100% function test as required back then. The visual inspection shows that the device is a very good condition; there are almost no signs of use visible. Also all movable parts are movable as required; there is no grinding or stiffness. Therefore and because the device did pass the function test during the performed product development evaluation a manufacturing related fault can be excluded. A product development evaluation was completed: the returned second generation instrument shows no marks on its moving parts, which indicates a very limited use of the device. No screws are loose or missing. No other damages have been identified on the device. No damaged or functional issue could be identified. The performed handling test by product development with the returned instrument and 3 implants showed no functional deficiencies on the instrument. There is no functional or design related issues identified on the returned instrument. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.